Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead may have perforated the right ventricle and crossed into the left ventricle. The field representative asked if this could be determined through a 12-lead electrocardiogram (ECG) and boston scientific technical services (ts) referred back to the physician. Attempts were made to obtain additional information but was not successful. This rv lead remains in service. No adverse patient effects were reported.